Event description:
It was reported that this right atrial (ra) lead was capped due to product performance issue. The right atrial (ra) lead is no longer in service. A new non-medtronic lead was implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).